Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. Top case was cracked by the right rear bottom corner. Bottom case was cracked by the "l" bracket and visible contamination. Check syringe plunger sensor found in event history log. The technician performed syringe test using biomed diagnostics monitor syringe plunger sensor (digital sensor true/false). Check syringe plunger sensor was found during start up. The root cause of the reported problem was found to be right timing plate was not set right inside the plunger head. The technician reset and re-assembly timing plate assembly and replaced left plunger case. Power up device and recalibrated . Device passed all the functional test.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.